Event description:
Tech alleged that the brakes would not hold on the right side of the stretcher.

Manufacturer narrative:
Tech found a broken caster at the right side and replaced the brake caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.